Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and far field r-wave (ffrw) due to a premature ventricular contractions (pvc). The ra lead remains in use. No patient complications have been reported as a result of this event.